Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'under infused' which was reproduced as the device was under deliver during flow accuracy testing. A review of the event history log was performed. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was under infused. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.